Event description:
The manufacturer was made aware of an allegation that a patient with a medical history of spastic quadriplegic cerebral palsy and epilepsy had a spastic movement while non- invasive ventilation (niv) and the af541 mask were in use, which caused disconnection between the mask and the circuit, and cyanosis with subsequent low oxygen saturation levels. The patient required bagging with 100% oxygen to restore the oxygen saturation to an acceptable level, and niv with the mask was reinstituted. The patient was covid+, and was in an isolation room. There was no serious or permanent injury. The date of the event is unknown. No further information was provided by the reporting facility. The mask was discarded by the facility. No lot number was provided. The manufacturer is unable to determine a fault with the mask caused or contributed to the event. This mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single use in the hospital/institutional environment only. The mask is to be used on patients (>(B)(6)) for whom CPAP or bi-level therapy has been prescribed. This mask is contraindicated in patients who need life support ventilation, who are taking a prescription drug that may cause vomiting, or on patients that are uncooperative, unresponsive, or unable to remove the mask by themselves. Based on the information available, the manufacturer concludes no further action is necessary.